Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that before an unknown procedure the dual stopcock sheath 5.9mm x 30 deg x 167mm (mitek lock) and the obturator with button top for 5.9mm sheath 167mm (mitek lock) were bent. The complaint device was received and evaluated. Visual inspection revealed that the device had a lot off nicks and striation marks on the metal surface of the distal end of the tube; it also appears to be heavily used. O, it was identified that the tip was flattened. The functional test was performed as a result, there was a resistance when assembled both pieces. The complaint can be confirmed. The possible root cause for the reported failure can be related when the device might have been dropped or device was tapped against a hard surface accidentally, as well as rough use by the user. A manufacturing record evaluation was performed for the finished device lot number [1487384] , and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by that preoperatively to an unknown procedure on (B)(6) 2020, it was observed that the obturator with button top for 5.9 mm sheath 167 mm (mitek lock) device was bent. Another device was used to complete the procedure. No patient consequences or surgical delay reported. No additional information was provided.